Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the sensor electrode broke off underneath the customer's skin during insertion. The customer's wife attempted to remove the electrode with tweezers, but was not successful. Advised the customer to seek medical assistance to remove the electrode. Nothing further was reported.